Event description:
During a replacement procedure, increased capture threshold was observed on the left ventricular (lv) lead. The physician elected to use the initial lv lead with different configurations to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.